Manufacturer narrative:
Review of instrument images: the following cells are positive for c: 1,2,5 & 14. Cell 1: echo result=equivocal well score=8 visual review of image: small degree of adherence/red cell button has a diffuse border. Cell 2: echo result=negative well score=2 visual review of image: slight degree of adherence/red cell button has a diffuse border. Cell 5: echo result=negative well score=1 slight degree of adherence/red cell button has a diffuse border. Cell 14: echo result=negative well score=2 visual review of image: slight degree of adherence/red cell button has a diffuse border confirmed the reactivity of the c and e antigens on retention crrid, lot id120. Customer did not return product or sample for further serological testing.

Event description:
Customer reported unexpected negative results on a patient sample tested with capture-r ready ID (crrid) during validation testing on the echo.